Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device was hard to see under flourscopy. There were no clinical consequences reported due to the event and the procedure was completed. No further information is available.

Manufacturer narrative:
Based on the results of the DHR (device history record ) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, this is more of a complaint of it being harder to visualize vs not being visible at all. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject device was hard to see under flourscopy. There were no clinical consequences reported due to the event and the procedure was completed. No further information is available.